Event description:
Balloon ruptured imediately. Balloon distal end mushroomed and was difficult to bring back through sheath. A palmaz stent was hand crimped onto the catheter. Dr. Suggested it was possible that the stent was crimped on too tight.